Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture and separation appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed report, a tip/ balloon separation was noted on device analysis. Follow up with the account confirmed that the tip separated after the sheath was pulled out and nothing remained in the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, moderately tortuous radial artery that was 80% stenosed. The balloon of the 12x40mm armada 35 balloon dilatation catheter (bdc) ruptured during the first inflation at 8 atmospheres. Another armada 35 balloon catheter was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.